Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that she did have a low and the time prior she got up with a low blood glucose again. She had low blood glucose at 50mg/dl and was treated with juice. The customer was helped with running selftest and downloading pump. Everything seemed ok until today. Patient's current blood glucose was 100mg/dl. Patient has treated with food. Based on customer report customer does not allege pump was over delivering. They also ran displacement test as precaution. The customer¿s nurse does not feel insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device received with cracked retainer, minor scratched display window and scratched case (B)(4).